Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
No root cause could be determined. All of the quality control data provided before and after the event were within specification and did not indicate an issue with the reagent. Based on the information provided, there are no obvious instrument issues as the cause of the event. It is possible a sample handling issue was involved. The customer was not adhering to the tube manufacturer's centrifugation specifications. The patient sample results were not reported outside the laboratory and no adverse events were reported.

Event description:
The customer received a questionable estradiol 2 (e2) result on their e411 analyzer. The patient's initial e2 result was 4300 pg/ml accompanied by a data flag. The first repeat result was 81.84 pg/ml. The second repeat result was 77.34 pg/ml. It is unknown if any of the results were reported outside the laboratory. It is unknown if there were any adverse affects to the patient as a result of this events. The e2 reagent lot number was 164241 and the expiration date was 11/30/2012.